Manufacturer narrative:
A1: patient identifier: requested, not provided. A3b: gender: n/a. A4: weight: 98.97kg. A5: ethnicity: requested, not provided. A6: race: requested, not provided. Height: 162.5cm. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included packaging, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in forward lock position. The anchor was found deployed from the distal tip of the sheath. Functional testing was performed by redeploying the returned device. The device was engaged and set to rear lock position where the anchor posted on the tip of the sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint could be confirmed for a pullout due to improper rear locking. The exact root cause could not be determined. The likely cause was determined to have been a device pullout due to improper rear locking. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported an unknown issue with an angio-seal device. Additional information was received on 23sept2024: the doctor used an angio-seal closure device that did not deploy correctly. The foot did not deploy and when he pulled back, everything came out. Additional information was received on 30sept2024: the patient came in for a routine left heart catheterization. The case was successful with minimal blood loss. When he pulled up to deploy the device, the whole device came out of the arteriotomy. They held manual pressure for hemostasis. The terumo field clinical specialist looked at the device and it appeared that the second click to set the anchor never clicked.